Event description:
It was reported that a merlin transmission revealed noise on the atrial lead causing automode switching and noise reversion episodes. The noise was low level, consistent and it started and stopped abruptly. The lead also exhibited high impedance episodes. The lead remained implanted and the patient would be monitored.

Event description:
New information noted that the lead was explanted and replaced on (B)(6) 2014.